Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿before bedtime, always check that your cartridge has enough insulin to last through the night." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin level was low and that the customer stated that they did not change the cartridge before going to sleep. Reportedly, the customer's blood glucose level was 419 mg/dl and was treated by loading a cartridge and administering a bolus.